Manufacturer narrative:
The customer reported a charge button failure. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported a charge button failure. There was no report of patient involvement.